Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.50x38mm promus premier¿ drug-eluting stent was advanced for treatment. However, while loading the device onto the guide wire, the stent shaft broke outside the patient's body. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported.